Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex st100, a leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A pressure test was performed, and a leak was observed at the connection between the replacement line (closet to the deaeration chamber) and the y line. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.